Event description:
On 11/11/2024 urotronic received information that during a follow-up by the treating physician, the patient reported some dizziness, light headedness and was monitoring his blood pressure (bp) at home as the patient experienced hypotension after the procedure. The bp was low-in the 80s systolic so the patient was recommended to go to the hospital. He was seen in ER and noted to have hemoglobin of 10 at that time. His bp remained low and therefore, he was admitted to the hospital and given 2 units of blood. He was discharged without a foley catheter. He was able to void without significant hematuria after removal of the foley catheter. In the latest conversation with the patient , the physician stated that the patient is doing well, having lots of frequency and urgency for urination (similar to baseline). There is no pain or hematuria. No remarkable device malfunction during the procedure was noted.